Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod for 2 hours. In addition the patient reports the pod was leaking during wear.

Manufacturer narrative:
The returned device was evaluated and during fluid path testing, fluid was found to be leaking from a tear in the exposed portion of the soft cannula. Fluid was unable to flow through the complete fluid path as it was observed to leak from the tear in the exposed soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported leaking during wear or not sure delivering insulin events. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone16.2 cgm sensor type: g6.